Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the balloon of the ibt has been damaged. There is a quarter inch slice in the balloon. This type of damage is consistent with the balloon coming in contact with a bone splinter while the balloon was being inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: primary osteoporosis type of fracture: compression fracture. It was reported that the patient underwent balloon kyphoplasty. Intra-op, while inflating the balloon in the vertebral body, leakage of contrast media was noted. When the product was taken out and checked, it was found that there was cut/crack on the balloon. The operation was however completed with the same product without any further issues. No fragment of the ruptured balloon remain inside the patient. The patient was not allergic to contrast media leak; and no patient complications were reported.